Event description:
The customer called to report a frozen display and unresponsive buttons. The time on the screen was not advancing. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump responded properly with the test keypad. Time advanced properly during testing. The insulin pump had no frozen screen or time clock anomaly noted. The insulin pump had a missing end cap sticker.